Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level over 500 mg/dl and a high ketone level identified as dangerous by healthcare provider. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.